Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: when dr. (B)(6) adjusted articulating knob to control articulation degree, the knob broke and was detached from dissector. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.